Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image. Customer reported insulin pump was exposed to water. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, and occlusion test. Pump failed sleep current measurement due to high current reading, problem isolated to moisture damage at the j6 and j7 power connectors (pcba 1). Pump failed self test due to pump error 75. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) experienced a complete depletion of voltage and remained at 0v through the duration of recorded data. Problem isolated to moisture damage at the j6 and j7 power connectors. Verified the pump alarmed pump error 75 during testing on (B)(6) 2023 at time 14:09:10.000 due to moisture damage at the j6 and j7 power connectors (pcba 1). Verified the pump alarmed pump error 25 while monitoring on (B)(6) 2023 at time 18:00:00.000 due to the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remaining below 3500 mv for more than four consecutive hours. Problem isolated to moisture damage at the j6 and j7 power connectors (pcba 1). Verified the pump alarmed pump error 63 variable 15 on (B)(6) 2022 at time 01:31:57.000 due to hardware anomaly possibly caused by moisture damage to the electronic assembly. Verified the pump alarmed low battery alert on (B)(6) 2022 at time 10:09:01.000 and battery removed on (B)(6) 2022 at time 12:58:50.000 were found in pump history download. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, and keypad overlay texture damage. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 75 confirmed during testing due to moisture damage at the j6 and j7 power connectors (pcba 1). Pump error 25 confirmed while monitoring pump. Pump error 25 due to the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remaining below 3500 mv for more than four consecutive hours. Problem isolated to moisture damage at the j6 and j7 power connectors (pcba 1). Pump error 63 confirmed in the history files due to hardware anomaly. Unexpected power loss confirmed due to high sleep current, problem isolated to moisture damage at the j6 and j7 power connectors (pcba 1). Pump exposed to moisture confirmed on the pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed and incorrect in the initial report. The information has been provided in section b5 with this report.

Event description:
Missed and corrected description: the insulin pump will be returned for analysis and customer will continue to use the device.